Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the system controller was showing an audible fault alarm. The emergency backup battery was replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of audible "fault alarm" on the system controller (serial unknown) was unable to be confirmed. Log files were not submitted for review. However, the backup battery (B)(6) was returned for testing. The backup battery was found to function as intended and was able to support a mock circulatory loop with no issue. Multiple attempts were made to obtain additional information from the customer regarding serial number of the controller, the type of alarm, the software version of the controller, if replacing the battery resolved the alarms, and if the cause of the alarms was determined; however, no additional information was provided. The root cause for the reported event could not be conclusively determined through this analysis. The heartmate 11v backup battery (serial number: (B)(6) was inspected and accepted into the receiving inspection storage location on (B)(6) 2023 and passed all manufacturing testing. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.